Event description:
Customer called requesting assistance for a gas loss alarm on a cardiosave hybrid during use. He reported the gas loss alarm had alarmed one time, and the pump had been on standby for 13 minutes. He verified there was no blood, discoloration, or flakes in the helium tubing and that all connections were secured. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, (type of investigation, investigation findings, investigation conclusions). Corrected data: e3, e1(initial reporter). A gas loss in the iab circuit takes place when the pump detects a helium loss due to a leak or high rate of diffusion in the iab circuit. When a cumulative shuttle gas loss exceeds a nominal 5 cc/hr dynamic limit a gas loss alarm is triggered. The alarm activates only when the iab inflation period >=80 msec and deflation period >=250 msec.